Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H3 other text : product was not evaluated as analysis would not be able to confirm the complaint or determine a potential root cause.

Event description:
It was reported that the sensor deployed on its own. Product was provided for investigation but not evaluated as analysis would not be able to confirm the complaint or determine a potential root cause. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.